Event description:
It was reported that both patients from 2 consecutive cases were sent to the ICU for observation due to high levels of co2 in their blood. Both patients were later released without harm. The same unit was used in each case. It was further reported that the unit was evaluated by the customer with assistance from stryker technical support personnel over the phone and no problem was found.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.